Event description:
It was reported that on saturday, (B) (6), 2008 the patient began to hear noises and then the patient's system stopped working. No accident was reported. Testing was carried out which confirmed that the device has malfunctioned. Resonance frequency is at 11,85 mhz. The patient is scheduled for re-implantation on (B) (6), 2008.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.